Manufacturer narrative:
Review of the device history records for the tibial component did not identify any deviations or anomalies. This device is used for treatment. A product history search did not identify any other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. An undated x-ray appears to indicate radiolucency under the tibial plate on the medial side. Per the persona package insert, loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon has observed radiolucent lines on radiographs for this patient.